Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Due to soft tissue disease, dr. (B)(6) decided to remove the repiphysis component and replace it with the guardian system leaving the femoral stem in place.